Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a radio frequency failed self-test alarm. The customer's blood glucose level was unknown. The customer was informed that the device would be replaced, and to return the malfunctioning device back for analysis.

Manufacturer narrative:
The insulin pump alarmed during self test due to faulty electrical component on the radio frequency board. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.